Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose value displayed as "high" however, a specific value was not provided. Cause was not known. The customer did not address bg at the time of the report to tandem technical support. Customer loaded a new cartridge to resolve the issue.